Event description:
It was reported the snap off screws did not snap off during foot surgery. The surgeon removed the screw and tried another one. That (screw) did not work either. When he removed both screws he tried to physically snap off the screws with his hand and they did not snap off. Additional info was received on (B)(6) 2014. The surgeon reportedly had to pin the pt's toe because the screw fractured the bone when the surgeon tried to snap it off.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.